Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the field representative stated that the patient also developed either endocarditis or myocarditis, not sure which of these. There were no additional adverse patient effects reported. This ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.